Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was not detected on bus and user was unable to refill medication into that pocket.the customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 pocket b1 was not detected on the bus. A field service engineer (fse) executed the hardware test application to ensure all drawers were opened and closed properly, recovered medications from between cubie pockets, tightened loose front panels, ejected and reinserted all cubie pockets in main half height drawer 1.1, realigned ball bearings, and installed two new slide bumpers on main full height drawer 4. A final test for the affected drawer was initiated via the hardware test application and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was not detected on bus and user was unable to refill medication into that pocket. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.